Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001825034 - 2019 - 04054, 0001825034 - 2019 - 04055, 0001825034 - 2019 - 04056. Concomitant medical products: cp561442 item name disc seg ulna 3x130x50 lot unknown, cp562278 item name compr 13mm to srs im hmrl stm lot unknown, cp562153 item name cust comp srs hum coupler set lot unknown. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address infection. No further information has been made available at the time of this reporting.